Event description:
Customer returned unit to service center without a fault description. During testing, output was found to be out of spec. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be filed when the investigation has been completed.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and service processes in 6/1997.